Manufacturer narrative:
Film evaluation summary the reported incorrectly sewn markers on the contra limb could not be confirmed from the returned films. The distance between the radiopaque markers of the non-deployed and deployed contra limb could not be accurately measured; no scale was observed on the returned films therefore a comprehensive assessment of the alleged sewing defect could not be performed. Complete angiograms during implant, including during deployment of the bifurcate and positioning deployment of the contra limb, were not available for return. Using approximate scaling from the known gate ring diameter, the distance between the contra limb proximal and distal markers was ~25mm (which is near the nominal specification of 25.5 mm), and the amount of contra limb overlap appeared sufficient at ~29mm. It is possible that the suspected marker spacing issue may have been due to a tolerance stack-up between the sewn markers of the bifurcate flow divider and bifurcate contra gate marker, which appeared be slightly larger (~28mm) than the 26mm nominal. It is also possible that slight shortening the deployed contra limb within the gate may have also led to observed event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57mm abdominal aortic aneurysm. It was reported during the index procedure while implanting the endurant contra limb the physician suspected the proximal and overlap ro markers were improperly spaced. While aligning the proximal limb marker to the main body flow divider marker it appeared that the limb¿s distal marker would fall short of the expected target. When aligning the overlap marker with the main body contralateral gate it appeared to reduce overlap with main body to less than 3cm. The physician elected to implant the stent graft and the case completed successfully with final angiogram confirming no endoleaks. Per the physician the ro markers not in correct location on graft. No additional clinical sequelae were reported and the patient is fine.